Event description:
Consumer stated that "she was brushing her teeth and the tooth brush broke in her mouth. The guest states this is the second one from that package to do that, and on both occasions it cut her mouth rather badly and she did bleed." No contact information received, unable to retrieve the product and determine what part of the toothbrush broke.